Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), inflammatory response, kidney disease/toxicity and lung disease. In addition, the patient also alleged eye irritation, nose irritation, respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), inflammatory response, kidney disease/toxicity and lung disease. In addition, the patient also alleged eye irritation, nose irritation, respiratory tract irritation, dizziness and headache. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. During the evaluation, secondary findings was not observed. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.